Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a missing o2 (oxygen) knob. There has been no report of patient involvement.

Manufacturer narrative:
(B)(4). Device evaluation: we received one device for investigation. Visual inspection performed o2 knob cap is missing. Device is due for preventative maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use (B)(6).